Event description:
The patient's generator and lead were explanted and discarded.

Event description:
High impedance was seen on the patient's device. X-rays were reviewed by the medical professional and there was no visible discontinuity in the lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.